Manufacturer narrative:
Concomitant medical products: 97715 stim ipg, implanted: (B)(6) 2018; 383069 lead, implanted: (B)(6) 2021; w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain approximately four days post implant. Computerized tomography (CT) showed a small effusion, perforation and pneumothorax. Loss of capture, undersensing of atrial fibrillation (af) and undefined high impedance on the right atrial (ra) lead was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.